Event description:
It was reported an access port was placed in 2000. The pt experienced chest pain on june 19, 2000 and fluoroscopic examination revealed the catheter had fractured and migrated to the heart. Removal of the port and percutaneous retrieval of the catheter in 2000 was successful and without pt complication. Another port was successfully placed and the pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. Since this device was in place for over 3 months and no difficulty accessing the device was encountered prior to this incident, co believes initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.